Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed operational check due to a charge/shock issue. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
According to the reporter, during laparoscopic low anterior resection surgery, the surgeon clamped the rectum and closed the jaws, tried to fire and press the green button, but the button did not light up, an error sound was heard and the device did not fire. The tissue was not thick, excessive force indicator was not shown and all of the other indicators were green. Another handle, adapter and a new shell were opened and worked fine with the same reload. There was no patient injury.